Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a clinic check post new implant. It was noted that the right atrial lead exhibited high threshold, decreased sensing and impedance decreased since implant. Dislodgement was suspected. The lead was explanted and replaced. The patient's condition was stable before during and after the procedure.

Event description:
Correction: dislodgement was confirmed.

Manufacturer narrative:
The reported events were dislodgement, elevated threshold, decreased sensing and low lead impedance. As received, a complete lead was returned with its helix retracted and covered in blood. After cleaning, the helix was able to extend / retract by applying direct torque to the connector pin. The helix extension length was measured within product specification. The reported events of elevated threshold decreased sensing and low lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The damages found are consistent with procedural damage.